Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having a hard time removing the introducer needle. Customer¿s blood glucose level was 130 mg/dl. Customer also stated that they were unsure whether the sensor or introducer needle was fractured while in body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found sensor needle separated from sensor base. Checked needle for hooks or burrs and needle tip defects and found needle bent inside needle hub.